Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery cap contact missing/damaged, charge/battery lasts less than expected, critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed and confirmed the customer reported issues critical pump error/open book image error, receiving a battery failed alarm, short battery life or a low battery alarm, battery cap damaged. No harm requiring medical intervention was reported. Mmt-1715kl was requested and customer response was the device will be returned. Customer will discontinue using the pump.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered by multiple consecutive pump error 53 alarms on (B)(6) 2024 12:09:13.000, (B)(6) 2024 12:07:37.000, (B)(6) 2024 12:08:03.000, (B)(6) 2024 12:08:48.000 and (B)(6) 2024 12:09:09.000. Pump error 53 alarm due to software error (linenumber = 5632 ; filenumber = 2005). Please see below for pump errors/alarms noted 2 days prior to the event date 29-may-2024 in the formatted history file. Insert battery alarm was found on: (B)(6) 2024 11:55:32.000, (B)(6) 2024 11:57:40.000, (B)(6) 2024 12:07:00.000 to (B)(6) 2024 12:09:09.000, low battery alert was found on: (B)(6) 2024 00:42:00.000, replace battery now alarm was found on: (B)(6) 2024 06:54:00.000, (B)(6) 2024 07:04:00.000, failed battery alert/battery failed alarm was found on: (B)(6) 2024 11:55:17.000, (B)(6) 2024 12:07:13.000, (B)(6) 2024 12:07:43.000, (B)(6) 2024 12:08:06.000, (B)(6) 2024 12:08:27.000, (B)(6) 2024 12:08:33.000, (B)(6) 2024 12:08:49.000, (B)(6) 2024 12:09:13.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery life or low battery alert, replace battery now alarm and failed battery alert/battery failed alarm were expected since the battery in the pump is low on power or does not have enough power. The customer may have used a low/no power/depleted battery. Unable to test for low battery life or low battery alert, replace battery now alarm and failed battery alert/battery failed alarm due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. ¿ pump was received with the original battery cap with a loose metal contact due to a broken three heat stake post. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case behind the pump near the battery tube compartment. Battery cap contact missing/damaged was confirmed. Unable to verify/test low battery life or low battery alert and perform the required testing due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to multiple consecutive pump error 53 alarms. Pump error 53 alarms due to software error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.